Manufacturer narrative:
Empty. Eval summary: the analysis results found that the el5ml device was received in good visual condition and with the orange indicator showing up. When testing the device for functionality it was noted to be empty and the lockout was fired through. The device did not jam during analysis. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported during a lap cholecystectomy procedure that, the ligamax jammed and could not be fired. Case completed with another ligamax. There was no adverse pt consequence.